Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv(high voltage) cable was evaluated and replaced. The system was tested adn found to be working as intended adn returned to service.

Event description:
The customer reported that the system repeatedly experienced un-commanded shut downs. There is no report of a pt injury or death associated with this event.